Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('insert has perforated / left coil may have migrated into endometrial cavity mid uterus on left/ malposition of essure device location of device:endometrial cavity, mid-uterus on the left/migration') in a 36-year-old female patient who had essure (batch no. A64635) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum state on (B)(6) 2013, drug hypersensitivity (reaction: rash) on (B)(6) 2013, rash on (B)(6) 2013, anxiety, smoker, multigravida on (B)(6) 2013, parity 3 on (B)(6) 2013, multigravida on (B)(6) 2013, gestational diabetes, preterm labor and spontaneous abortion. She had no past surgical history and had as family history hypertension. On (B)(6) 2013 blood pressure was 122/70 and her last menstrual period was in (B)(6) 2013. On (B)(6) 2013: hysteroscopy: tubal occlusion (essure sterilization): paracervical block, cervical dilation, toradol 60mg im, intrauterine lidocaine were applied, endometrial cavity and tubal ostia were normal, visulaisation easy. Procedure was performed according to manufacture guideline, no fluid loss more than 1500cc, procedure was easy and took less than 20 minutes, and patient was discharged in stable condition. As contraception method patient was taking depoprovera since (B)(6) 2013. On (B)(6) 2013: postoperative examination 4 weeks postoperative: constant bleeding since the essure placement, she was breastfeeding and had gained 7lb since her last visit, abdomen benign and speculum exam showed moderate blood, there was no lesion in cervix. Ultrasound: endometrium 2mm and submucous fibroid (1.3 cm in diameter). Physician¿s assessment: metrorrhagia from depoprovera and sm fibroid and recommended start of oral contraceptive pills to stop the bleeding and provide contraception without further depoprovera. Plan for hysterosalpingography was explained. On (B)(6) 2015: annual examination: according to her, since essure placement (2 years ago) she cramps, sometimes during menstruation but mostly all the time. Patient also informed that it significantly impacts in her daily living. She has not been taking meds for the pain and states that has normal periods, not too heavy. She has never had an abnormal pap. She denies abnormal vaginal discharge, itching or pain with sex and does states that she sometimes gets sharp pains since she had essure coils placed. No other abnormality was found during patient examination. On (B)(6) 2013: ultrasound: the right essure coil appears to be located in the correct position. The left essure appears to probably have migrated into near the endometrial cavity mid-uterus on the left and that this is causing the cramping: post-essure syndrome. Patient also informed that it is not clear if her left tube is still blocked, and health care professional has recommended that she had another hsg to determine if it is. Physician had also recommended removal of the coil from her endometrial cavity. On (B)(6) 2015: patient was here for an ultrasound for pelvic pain following essure insertion. She had the procedure done about two years ago. She spotted for six months following insertion, then began having pelvic cramping one year after insertion. Pain averages once a week and she treats it with tylenol or ibuprofen with relief. Concurrent conditions included abdominal cramps (has abdominal cramps since implantation procedure) since (B)(6) 2015, bleeding vaginal since (B)(6) 2013, morbid obesity, breast feeding, type 2 diabetes mellitus (metformin hci tablets (varying dosages)), migraine and headache. Concomitant products included acetylsalicylic acid (aspirin), ketorolac tromethamine (toradol) from (B)(6) 2013 and lidocaine since (B)(6) 2013 for analgesia, medroxyprogesterone acetate (depo provera) since (B)(6) 2013 for contraception as well as diazepam, docusate sodium, doxycycline, hydrocodone;paracetamol, metformin hydrochloride since (B)(6) 2016 and promethazine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced metrorrhagia ("bleeding / constant bleeding / metrorrhagia, menstruation issues") and vaginal haemorrhage ("spotted for six months following insertion /abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish"), alopecia ("hair loss") and nausea ("nausea"). In 2013, the patient was found to have weight increased ("gained 7 lbs since last visit / weight gain / loss: weight gain") and experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and headache ("headaches"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with device expulsion, abdominal pain, pelvic pain, medical device discomfort and dysmenorrhoea. On an unknown date, the patient was found to have uterine leiomyoma ("submucosal fibroid 1.3cm in diameter") and experienced skin discolouration ("rashes or skin conditions type: black spots on face"), migraine ("migraines"), hypersensitivity ("allergic or hypersensitivity reaction") and abdominal pain lower ("cramping"). The patient was treated with ibuprofen, nsaids, oral contraceptive nos, paracetamol (tylenol) and surgery (bilateral salpingectomy surgical removal of coils). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation had not resolved, the metrorrhagia, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the weight increased, uterine leiomyoma, skin discolouration, headache, migraine, hypersensitivity, depression, anxiety, alopecia and nausea outcome was unknown. The reporter provided no causality assessment for uterine leiomyoma and weight increased with essure. The reporter considered abdominal pain lower, alopecia, anxiety, depression, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, skin discolouration, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2013 , patient returned for postoperative examination. Physician¿s assessment was metrorrhagia from depoprovera and sm fibroid and recommended start of oral contraceptive pills to stop the bleeding and provide contraception without further depoprovera. On (B)(6) 2016, it was reported that patient is going through extreme pain and needs both coils removed. She doesn't have the money to pay for the removal. The patient is requesting help in payment to have the procedure done. On (B)(6) 2013, assessment: metrorrhagia from depo provera and sm fibroid rec start oral contraceptive pills to stop the bleeding and provide contraception without further depo-provera explained plan for follow-up hsg. On (B)(6) 2015, abdominal cramps- has abdominal cramps since implantation procedure, not relieved with nsaids and not related to her menstrual cycle. She was currently planning for essure removal. Patient has received treatment for pain, abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Blood pressure measurement - on (B)(6) 2013: results: 122/70 mmhg. Hysterosalpingogram - on (B)(6) 2013: results: essure properly placed, bilateral tube occlusion. Ultrasound scan - on (B)(6) 2015: results: left coil may have migrated to the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, vaginal haemorrhage, migraine and headache. Quality-safety evaluation of ptc: lot number: a64635. MFR. Date: feb-2013, expiration date: oct-2015. In this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no similar ae cases identified. No specific quality issue was defined, therefore no meddra lit can be provided. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: newly added event of "migration" clubbed with perforation. Outcome of the previously reported events pain and bleeding updated to recovered/ resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("insert has perforated / left coil may have migrated into endometrial cavity mid uterus on left/ malposition of essure device location of device: endometrial cavity, mid-uterus on the left") in a (B)(6) -year-old female patient who had essure (batch no. A64635) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, smoker, multigravida on (B)(6) 2013, parity 3 on (B)(6) 2013, multigravida on (B)(6) 2013, postpartum state on (B)(6) 2013, gestational diabetes, preterm labor, spontaneous abortion, drug hypersensitivity (reaction: rash) on (B)(6) 2013 and rash on (B)(6) 2013. She had no past surgical history and had as family history hypertension. On (B)(6) 2013 blood pressure was 122/70 and her last menstrual period was in (B)(6) 2013. Concurrent conditions included morbid obesity, breast feeding, type 2 diabetes mellitus (metformin hci tablets (varying dosages)), bleeding vaginal since (B)(6) 2013, abdominal cramps (has abdominal cramps since implantation procedure) since (B)(6) 2015, migraine and headache. Concomitant products included acetylsalicylic acid (aspirin), ketorolac tromethamine (toradol) from (B)(6) 2013 and lidocaine since (B)(6) 2013 for analgesia, medroxyprogesterone (depo provera) since (B)(6) 2013 for contraception as well as diazepam, docusate sodium, doxycycline, metformin hydrochloride since (B)(6) 2016, promethazine and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced metrorrhagia ("bleeding / constant bleeding / metrorrhagia, menstruation issues") and vaginal haemorrhage ("spotted for six months following insertion /abnormal bleeding (vaginal, menorrhagia"). In 2013, the patient experienced weight increased ("gained 7 lbs since last visit / weight gain / loss: weight gain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and headache ("headaches"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with device expulsion, abdominal pain, pelvic pain, medical device discomfort and dysmenorrhoea. On an unknown date, the patient experienced uterine leiomyoma ("submucosal fibroid 1.3cm in diameter"), skin discolouration ("rashes or skin conditions type: black spots on face"), migraine ("migraines"), hypersensitivity ("allergic or hypersensitivity reaction"), depression ("depression"), anxiety ("mental anguish"), alopecia ("hair loss"), nausea ("nausea") and abdominal pain lower ("cramping"). The patient was treated with paracetamol (tylenol), ibuprofen, nsaid's, oral contraceptive nos and surgery (bilateral salpingectomy surgical removal of coils). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation had not resolved, the metrorrhagia, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the weight increased, uterine leiomyoma, skin discolouration, headache, migraine, hypersensitivity, depression, anxiety, alopecia and nausea outcome was unknown. The reporter provided no causality assessment for uterine leiomyoma and weight increased with essure. The reporter considered abdominal pain lower, alopecia, anxiety, depression, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, skin discolouration, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2013, patient returned for postoperative examination. Physician's assessment was metrorrhagia from depoprovera and sm fibroid and recommended start of oral contraceptive pills to stop the bleeding and provide contraception without further depoprovera. On (B)(6) 2016, it was reported that patient is going through extreme pain and needs both coils removed. She doesn't have the money to pay for the removal. The patient is requesting help in payment to have the procedure done. On (B)(6) 2013, assessment: metrorrhagia from depo provera and sm fibroid rec start oral contraceptive pills to stop the bleeding and provide contraception without further depo-provera explained plan for follow-up hsg. On (B)(6) 2015, abdominal cramps- has abdominal cramps since implantation procedure, not relieved with nsaids and not related to her menstrual cycle. She was currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Blood pressure measurement - on (B)(6) 2013: 122/70 mmhg. Hysterosalpingogram - on (B)(6) 2013: essure properly placed, bilateral tube occlusion ultrasound scan - on (B)(6) 2015: left coil may have migrated to the uterus on (B)(6) 2013: hysteroscopy: tubal occlusion (essure sterilization): paracervical block, cervical dilation, toradol 60mg im, intrauterine lidocaine were applied, endometrial cavity and tubal ostia were normal, visualisation easy. Procedure was performed according to manufacture guideline, no fluid loss more than 1500cc, procedure was easy and took less than 20 minutes, and patient was discharged in stable condition. As contraception method patient was taking depoprovera since (B)(6) 2013. On (B)(6) 2013: postoperative examination 4 weeks postoperative: constant bleeding since the essure placement, she was breastfeeding and had gained 7lb since her last visit, abdomen benign and speculum exam showed moderate blood, there was no lesion in cervix. Ultrasound: endometrium 2mm and submucous fibroid (1.3 cm in diameter). Physician's assessment: metrorrhagia from depoprovera and sm fibroid and recommended start of oral contraceptive pills to stop the bleeding and provide contraception without further depoprovera. Plan for hysterosalpingography was explained. On (B)(6) 2015: annual examination: according to her, since essure placement (2 years ago) she cramps, sometimes during menstruation but mostly all the time. Patient also informed that it significantly impacts in her daily living. She has not been taking meds for the pain and states that has normal periods, not too heavy. She has never had an abnormal pap. She denies abnormal vaginal discharge, itching or pain with sex and does states that she sometimes gets sharp pains since she had essure coils placed. No other abnormality was found during patient examination. On (B)(6) 2013: ultrasound: the right essure coil appears to be located in the correct position. The left essure appears to probably have migrated into near the endometrial cavity mid-uterus on the left and that this is causing the cramping: post-essure syndrome. Patient also informed that it is not clear if her left tube is still blocked, and health care professional has recommended that she had another hsg to determine if it is. Physician had also recommended removal of the coil from her endometrial cavity. On (B)(6) 2015: patient was here for an ultrasound for pelvic pain following essure insertion. She had the procedure done about two years ago. She spotted for six months following insertion, then began having pelvic cramping one year after insertion. Pain averages once a week and she treats it with tylenol or ibuprofen with relief. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: uterine perforation, vaginal haemorrhage, migraine and headache. Quality-safety evaluation of ptc: lot number: a64635. MFR. Date: feb-2013 expiration date: oct-2015. In this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no similar ae cases identified. No specific quality issue was defined, therefore no meddra lit can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: the event depression, anxiety, hair loss, nausea, cramping added. Outcome of event cramping, abnormal bleeding added as recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('insert has perforated / left coil may have migrated into endometrial cavity mid uterus on left/ malposition of essure device location of device:endometrial cavity, mid-uterus on the left/migration') in a 36-year-old female patient who had essure (batch no. A64635) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum state on (B)(6) 2013, drug hypersensitivity (reaction: rash) on (B)(6) 2013, rash on (B)(6) 2013, anxiety, smoker, multigravida on (B)(6) 2013, parity 3 on (B)(6) 2013, multigravida on (B)(6) 2013, gestational diabetes, preterm labor and spontaneous abortion. She had no past surgical history and had as family history hypertension. On (B)(6) 2013 blood pressure was 122/70 and her last menstrual period was in (B)(6) 2013. On (B)(6) 2013: hysteroscopy: tubal occlusion (essure sterilization): paracervical block, cervical dilation, toradol 60mg im, intrauterine lidocaine were applied, endometrial cavity and tubal ostia were normal, visulaisation easy. Procedure was performed according to manufacture guideline, no fluid loss more than 1500cc, procedure was easy and took less than 20 minites, and patient was discharged in stable condition. As contraception method patient was taking depoprovera since (B)(6) 2013. On (B)(6) 2013: postoperative examination 4 weeks postoperative: constant bleeding since the essure placement, she was breastfeeding and had gained 7lb since her last visit, abdomen benign and speculum exam showed moderate blood, there was no lesion in cervix. Ultrasound: endometrium 2mm and submucous fibroid (1.3 cm in diameter). Physician¿s assessment: metrorrhagia from depoprovera and sm fibroid and recommended start of oral contraceptive pills to stop the bleeding and provide contraception without further depoprovera. Plan for hysterosalpingography was explained. On (B)(6) 2015: annual examination: according to her, since essure placement (2 years ago) she cramps, sometimes during menstruation but mostly all the time. Patient also informed that it significantly impacts in her daily living. She has not been taking meds for the pain and states that has normal periods, not too heavy. She has never had an abnormal pap. She denies abnormal vaginal discharge, itching or pain with sex and does states that she sometimes gets sharp pains since she had essure coils placed. No other abnormality was found during patient examination. On (B)(6) 2013: ultrasound: the right essure coil appears to be located in the correct position. The left essure appears to probably have migrated into near the endometrial cavity mid-uterus on the left and that this is causing the cramping: post-essure syndrome. Patient also informed that it is not clear if her left tube is still blocked, and health care professional has recommended that she had another hsg to determine if it is. Physician had also recommended removal of the coil from her endometrial cavity. On (B)(6) 2015:patient was here for an ultrasound for pelvic pain following essure insertion. She had the procedure done about two years ago. She spotted for six months following insertion, then began having pelvic cramping one year after insertion. Pain averages once a week and she treats it with tylenol or ibuprofen with relief. Concurrent conditions included abdominal cramps (has abdominal cramps since implantation procedure) since (B)(6) 2015, bleeding vaginal since (B)(6) 2013, morbid obesity, breast feeding, type 2 diabetes mellitus (metformin hci tablets (varying dosages)), migraine and headache. Concomitant products included acetylsalicylic acid (aspirin), ketorolac tromethamine (toradol) from (B)(6) 2013 to (B)(6) 2013 and lidocaine since (B)(6) 2013 for analgesia, medroxyprogesterone acetate (depo provera) since (B)(6) 2013 for contraception as well as diazepam, docusate sodium, doxycycline, hydrocodone; paracetamol, metformin hydrochloride since (B)(6) 2016 and promethazine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced metrorrhagia ("bleeding / constant bleeding / metrorrhagia, menstruation issues") and vaginal haemorrhage ("spotted for six months following insertion /abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish"), alopecia ("hair loss") and nausea ("nausea"). In 2013, the patient was found to have weight increased ("gained 7 lbs since last visit / weight gain / loss: weight gain") and experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and headache ("headaches"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with device expulsion, abdominal pain, pelvic pain, medical device discomfort and dysmenorrhoea. On an unknown date, the patient was found to have uterine leiomyoma ("submucosal fibroid 1.3cm in diameter") and experienced skin discolouration ("rashes or skin conditions type: black spots on face"), migraine ("migraines"), hypersensitivity ("allergic or hypersensitivity reaction") and abdominal pain lower ("cramping"). The patient was treated with ibuprofen, nsaids, oral contraceptive nos, paracetamol (tylenol) and surgery (bilateral salpingectomy surgical removal of coils). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation had not resolved, the metrorrhagia, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the weight increased, uterine leiomyoma, skin discolouration, headache, migraine, hypersensitivity, depression, anxiety, alopecia and nausea outcome was unknown. The reporter provided no causality assessment for uterine leiomyoma and weight increased with essure. The reporter considered abdominal pain lower, alopecia, anxiety, depression, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, skin discolouration, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2013 , patient returned for postoperative examination. Physician¿s assessment was metrorrhagia from depoprovera and sm fibroid and recommended start of oral contraceptive pills to stop the bleeding and provide contraception without further depoprovera. On (B)(6) 2016, it was reported that patient is going through extreme pain and needs both coils removed. She doesn't have the money to pay for the removal. The patient is requesting help in payment to have the procedure done. On (B)(6) 2013, assessment: metrorrhagia from depo provera and sm fibroid rec start oral contraceptive pills to stop the bleeding and provide contraception without further depo-provera explained plan for follow-up hsg. On (B)(6) 2015, abdominal cramps- has abdominal cramps since implantation procedure, not relieved with nsaids and not related to her menstrual cycle. She was currently planning for essure removal. Patient has received treatment for pain, abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Blood pressure measurement - on (B)(6) 2013: results: 122/70 mmhg. Hysterosalpingogram - on (B)(6) 2013: results: essure properly placed, bilateral tube occlusion. Ultrasound scan - on (B)(6) 2015: results: left coil may have migrated to the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, vaginal haemorrhage, migraine and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.